Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the event.

Event description:
It was reported an 840 ventilator was displaying a low tidal volume reading. Patient involvement is unknown at this time. A non- medtronic/covidien service provider inspected the device and confirmed the reported problem. Service provider replaced the expiratory filter. Medtronic/covidien was not authorized to repair the device.